Event description:
Boston scientific crm received info that this right ventricular (rv) lead one day post-implant demonstrated loss of capture (loc), no sensing, and no impedance measurements. It was discovered that the lead had become dislodged and was successfully repositioned. To date, no adverse pt effects were reported.